Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, fractured tubing approximately one inch from the reservoir. Device removed and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2012, removed and replaced on (B)(6) 2020 due to fractured reservoir tubing approximately one inch from the reservoir. A titan pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed rough and irregular surfaces of the detachment end of pump and reservoir inlet tubing, longer pump exhaust tubing, and cylinder 2 exhaust tubing, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed partial separations within abrasion on all pump tubing. Testing revealed these to be sites of leakage. Microscopic evaluation revealed foreign material in the reservoir inlet strain relief. Functional testing was not able to be performed due to the observed foreign material. No functional abnormalities were noted with the pump, cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment ends of the pump inlet tubing and reservoir inlet tubing, longer pump exhaust tubing and cylinder 2 exhaust tubing indicated that sufficient stress(s) was most likely exerted on these sites to separate the sites while in-vivo. The information received indicated that there was fractured tubing approximately one inch from the reservoir. Separations of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.